Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h11 field (investigation summary). The incorrect verbiage (product technical investigation (pti)) was removed from the investigation summary. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. Based on the results of the investigation, the suggested probable causes of the alleged failure were due to a rubber glue crack. The most probable cause of this complaint is traced component failure with expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure rubber deteriorarting. The most probable cause of this complaint is traced component failure with expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the surgical scope's rubber was deteriorating and bits of it were coming off during reprocessing. There were no reports of patient involvement.